Manufacturer narrative:
The device has been requested for evaluation but has not been received. Should the device be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The facility alleges that the stapler jammed during surgery. It is unknown if there was any patient injury or medical intervention necessary.